Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle in the closed position and the basket formation in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was finger tight. The polyethylene terephthalate tubing (pett) is not in the unidex (udh) handle and was not returned. A visual examination noted the support sheath and the basket sheath are detached. A functional test confirmed the udh handle does not actuate the basket formation. The support sheath and the basket sheath being detached prevents the udh handle from functioning. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there were no non-conformances noted that would cause or contribute to the reported failure mode. A review of complaints revealed this the only complaint that has been received against complaint lot number 7831226. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Since the physician noted that the basket would not open/close when verifying the device function during preparation, another device was used instead to extract the stones. Event occurred prior to patient contact.